Event description:
It was reported that, "the pt had primary left hip total hip replacement in 1994 and required a revision."

Manufacturer narrative:
Additional info has been requested and if it becomes available, then it will be submitted in a supplemental report.